Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix exceeded specification the number of turns to extend and retract. The analyst noted the full lead was returned with a stylet in the lead. The helix does not extend due to the driveshaft lug being stuck on the retraction stop. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure once the lead was implanted the r-waves were shown to be lower through the device than what there were when tested through the analyzer. The physician decided to reposition the lead, but the helix would not deploy. The lead was removed and helix deployment outside the body was attempted but was unsuccessful. The lead was not used and a new lead was implanted instead. No patient complications have been reported as a result of this event.